Manufacturer narrative:
Name: medtronic minimed.country: united states of america.street: 18000 devonshire street.city: northridge.state: california.zip code: 91325 ¿ 1219.based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where tape did not stick and the cannula has started to come off a few times.